Manufacturer narrative:
Device was returned for evaluation. Investigation will be conducted. Follow up will be filed with findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ball tip probe broke when surgeon bending to desired curve. Ratchet handle broke as tap inserted due to sclerotic bone. Thoracic gear shifts bent as they were being inserted due to very sclerotic bone. Palm ratchet handle not working correctly according to surgeon. Patient had extremely sclerotic bone. No adverse events.

Manufacturer narrative:
Only the end component of the ratcheting handle was returned. The body of the handle was not returned. Inspection of the device found that the weld that connects the end to the body of the handle had broken. The area around where the weld had broken was rough and uneven. An image of the fractured surface of the ratcheting shows evidence of plastic deformation and a rough appearance across the entire surface indicating that the handle underwent a static overload failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the ratcheting handle breaking/falling apart cannot be determined from the samples and the information provided. A potential root cause may be unexpectedly high forces being placed on the ratchet during torque, potentially resulting in the weld breaking due to static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.